Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0bjky, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the patient came to the office on (B)(6) and stated that the device was not working. It was also reported that all impedances were ¿off¿. An x-ray taken at the office showed that the lead and ins battery were completely detached. A revision was scheduled for (B)(6), 2014. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins setscrew was cross-threaded and that the ins connector port was damaged on balseal connector number 1. (B)(4).

Event description:
It was reported that a fluoroscopy shot performed today of the patient¿s implantable neurostimulator (ins) system showed that the lead component had pulled out of ins and was completely disengaged. It was also reported that the ins pocket was a ¿little lateral¿ and did not leave the lead a lot of slack for strain relief to accommodate movement. It was noted that at the time of the implant procedure, they had issues with the lead being inserted and a ¿little trouble¿ getting the lead seated into the ins but eventually ¿got it¿ and ¿closed up¿ after retracting the set screw some. It was reported that they did hear the ¿click¿ on the torque wrench, but did not give a gentle pull on the lead to confirm that it was seated by the set screw. In addition, the patient was reported to have gotten benefit from the device for a week to 10 days but then started to leak again and came into the healthcare professional¿s (hcp) office. The patient was scheduled to have a revision/replacement procedure next week. It was unknown if the lead will just be hooked back up to the ins or if the entire ins system will be replaced. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.